Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 4.1 drawer in ER pyxis 1 was not being recognized by pyxis and all cubies were failing when user tried to retrieve. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer had failed and the device was not detected on the bus. The field service engineer (fse) identified that the half height enhanced drawer 4.1, rows d and e, were not detected on the bus. The system was power cycled for 15 minutes, and all connections were reseated. After reseating the connections and completing the power cycle, the drawer was recovered and successfully tested multiple times. The customer tested the system and verified proper operation. The system functioned as intended after the field service engineer repaired the device.